Event description:
It was reported the patient experienced ineffective therapy. As a result, surgical intervention was undertaken where the lead was explanted and replaced resolving the issue. The investigation did not determine which lead provided inadequate therapy.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI:05415067017246, serial:(B)(4), batch: a000122280. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.